Event description:
The complainant has reported that a male patient (age unknown) underwent a therapeutic procedure for placement of a plastic biliary stent, in 2006. The clinician reported significant resistance when attempting to deploy the flexima biliary stent. A section (length unknown) of the guide catheter detached. The flexima biliary stent system was removed and the procedure was completed successfully with use of another of the same device. The patient did not sustain any reported complications or adverse effect as a result of the deployment issue. The patient condition is reported as 'ok'.

Manufacturer narrative:
This device has not been received. Therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for this event.